Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the stylus touch-pen did not work properly with the device; the stylus was replaced and recalibrated. The device passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus touch-pen did not work on the lower part of the programmer display screen. Initial analysis confirmed the customer comment. The programmer has been returned for repair and a requested test and calibration procedure. It was also requested that the software be reloaded. There was no patient involvement.